Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the helix of the low voltage lead failed to extend. It was unknown if the lead was replaced. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.